Event description:
It was reported that the tip of the needle broke off during a rotator cuff repair case. The needle tip was not retrieved. The surgeon did try to retrieve the broken tip arthroscopically for 45-60 minutes with no success. The case was completed with a successful cuff repair. F/u with the reporter provided info that the pt has been complaining of post-op pain and discomfort. There is no plan for a second surgery at this time. No further pt info was provided at the time of this report or in response to f/u communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation; the complainant's event was verified. Visual inspection revealed a buckled needle and a broken needle point. Function testing could not be performed because of the device damage. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement is being placed on the device package instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause pt injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and pt injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter.